Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was experiencing ineffective coverage of pain relief and as such surgical intervention took place on (B)(6) 2024, wherein two more percutaneous leads were added along with 2 dual extensions. The patient's ipg was replaced electively with a competitor device. Following the procedure effective therapy was restored.